Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with unknown saline breast prostheses. Deflation of the left breast prosthesis and bilateral capsular contracture baker grade ii were identified. As a result, the patient underwent bilateral removal and replacement with unknown breast prostheses on (B)(6) 2018. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 7/14/2018, mentor became aware that the correct date of event was (B)(6) 2018 and that the correct date of implantation was (B)(6) 1998. Mentor also became aware that the replacement devices were the following: (left) mentor memorygel breast implant 300cc gel catalog: 3503001bc lot: 7511448 sn: (B)(4) and (right) mentor memorygel breast implant 300cc gel catalog: 3503001bc lot: 7556457 sn: (B)(4). Manufacturer¿s reference number: (B)(4).